Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure to add a second cuff, as they experienced urinary incontinence. There were no patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure to add a second cuff, as they experienced urinary incontinence. There were no additional patient complications reported.

Manufacturer narrative:
This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of urinary incontinence could not be confirmed.